Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803603, cocr femoral head, 62378259, 00875201036, it xlpe liner, 62186626, 00786401200, femoral stem press-fit collarless 12/14 neck taper, 62356762, 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 62389091, 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, 62382594, 00625006540, bone screw self-tapping 6.5 mm dia. 40 mm length, 62400522. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00233, 0001822565 - 2018 - 01758, 0001822565 - 2018 - 01759. Remains implanted.

Event description:
It was reported that the bilateral patient underwent left total hip arthroplasty and subsequently is experiencing pain, legs pointing inward from the knee down, and feet are pointing outward. Patient further reports difficulty walking and standing. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.